Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that this lead has a fixed helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was working on placing the his lead and was unable to find a satisfactory position. An attempt was made to unscrew the lead helix when the physician felt a torque building in the proximal portion of the lead that was not necessarily transmitting to the distal end of the lead. It was apparent lead was still fixated as the physician could not pull the lead back into the introducer sheath. The sheath was advanced all the way to tip of the lead but the physician still could not tell that any more torque was being transferred. Gentle traction was used with the sheath all the way forward and the helix straightened but despite the lead pulling into the sheath, the physician still could feel attachment. At this point, the patient was intubated and placed under general anesthesia and a transesophageal echocardiography (tee) was called for. Tee revealed the lead appeared to be caught in the chordae. The sheath was slit away to facilitate easier turning of the lead body. However, despite visualizing the lead turning, it was still caught. At this point, the physician elected to use an 11 fr sheath with long silk ties on lead. The physician trimmed the is-1 sealing rings with a scalpel to facilitate passage of is-1 pin through the sheath. The sheath was tracked over the lead to the tip and more gentle traction was applied. The lead could pull back as far as the atrium, but physician could still feel pulsatile attachment to the heart on the lead. The cutting action of the 11 fr sheath was then engaged by squeezing its handle pull mechanism and the lead became free. Examination of the lead revealed a large portion of chordae that was entangled in the helix. No tricuspid regurgitation or other issues were seen on the tee and patient was stable. A new lead was alternatively placed on the rv septum. No patient complications have been reported as a result of this event..